Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: hysterectomy. Incident description: following abdominal pain and haemorrhage, patient resumed on saturday, (B)(6) 2019 following the operation that took place on (B)(6) 2019 with an eb215 device for hysterectomy. Original: suite à une douleur abdominale et hemorragie, reprise du patient le samedi (B)(6) 2019 suite a l'operation qui a EU lieu le (B)(6) 2019 avec un dispositif eb215 pour hysterectomie. Additional information received by email from applied medical representative on 17dec19 patient status ok. 2. Lot number: unknown ( device not kept the end user dr[name] doesn't know any observation made during the surgery ((B)(6) 2019) that could explain the incident ((B)(6) 2019). Pharmacist doesn¿t know about this incident. No incident has been reported to ansm at this date. Patient status: patient status ok.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: hysterectomy. Incident description: following abdominal pain and haemorrhage, patient resumed on saturday, (B)(6) 2019 following the operation that took place on (B)(6) 2019 with an eb215 device for hysterectomy. Additional information received by email from applied medical representative on 17dec2019 . Patient status ok. 2. Lot number: unknown ( device not kept) the end user dr [name] doesn't know any observation made during the surgery ((B)(6) 2019) that could explain the incident ((B)(6) 2019). Pharmacist doesn¿t know about this incident. No incident has been reported to ansm at this date. Patient status: patient status ok.